Event description:
During resmed evaluation, an astral device did not start up and was inoperable. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#:(B)(4).